Manufacturer narrative:
(B)(4). Concomitant medical products: 31-323230- 3.2mmx30mm rnglc+ acet drl bit- 596950. Visual examination of the returned product identified the head had separated from the flexible shaft. There is no visible damage to the spring or the sheath of the shaft. The inside of the head and the tip of the spring have residue visible on them. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during acetabular drilling; the flexible silicone drill driver shaft broke. No foreign bodies retained. No additional information on the reported event.